Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by an arthrex employee via email that an ar-1678-cp internalbrace ligament augmentation repair implant system was used in an atfl procedure on (B)(6) 2023. Postoperatively, the patient experienced an allergic reaction, possibly leading to an infection. The patient underwent revision surgery on (B)(6) 2023, in which the implants were removed, and the affected areas were washed. No further information was reported. Additional information requested.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.